Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified iliac vessel. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. There were no complications reported and the patient was in good condition.